Manufacturer narrative:
Plant investigation: no physical damage was noted during an external visual inspection. There was visual indication of dried fluid within the cassette compartment and behind both mushroom heads. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An initial accelerated stress test was performed and failed due to a fluid leak found during the removal of the cassette. There was an abrasion in the film in the lower section of the pump a dome area of the cassette. The positional alignment of mushroom head check failed. The failure was caused by the motor ¿a¿ mushroom head contacting the pump body bore opening. The mushroom head contacted pump body bore in the lower left, lower right, and lower center test points. The mushroom head check passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp1 and hp3 filters within the pump assembly. The accelerated stress test was performed in two additional instances, the 2nd ast test, there were no fluid leaks encountered during the removal of the cassette. The 3rd ast test was failed there was grinding in the pump b motor during the test, a fluid leak was again found during the removal of the cassette. There was an abrasion in the film in the lower section of the pump a dome area. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler was refurbished.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Plant investigation: no physical damage was noted during an external visual inspection. There was visual indication of dried fluid within the cassette compartment and behind both mushroom heads. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An initial accelerated stress test was performed and failed due to a fluid leak found during the removal of the cassette. There was an abrasion in the film in the lower section of the pump a dome area of the cassette. The positional alignment of mushroom head check failed. The failure was caused by the motor ¿a¿ mushroom head contacting the pump body bore opening. The mushroom head contacted pump body bore in the lower left, lower right, and lower center test points. The mushroom head check passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp1 and hp3 filters within the pump assembly. The accelerated stress test was performed in two additional instances, the 2nd ast test, there were no fluid leaks encountered during the removal of the cassette. The 3rd ast test was failed there was grinding in the pump b motor during the test, a fluid leak was again found during the removal of the cassette. There was an abrasion in the film in the lower section of the pump a dome area. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event was confirmed and the cause was traced to a component failure. The cycler was refurbished.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. There was no adverse event, serious injury, nor medical intervention attributed to the reported event.